Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 99% stenosed mid left anterior descending artery. A 2.5 x 15 mm xience xpedition was advanced to the lesion and placed for deployment. When the indeflator was attached to the catheter the hub of the catheter separated. Another 2.5 x 15 mm xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.